Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event. The other devices involved in the event are as follows: model: 105-7000-060 / lot: 9897509 dom: 15 apr 2014 exp: 16 feb 2017; model: 105-7000-060 / lot: 9941243 dom: 16 jul 2014 exp: 19 may 2017. (B)(4).

Event description:
Information received from the onyx cavm (cerebral arteriovenous malformation) prospective registry, (B)(6). Treatment of a cavm. On (B)(6) 2014, the patient underwent onyx embolization treatment involving three onyx 18. Immediately post procedure, the patient had a hematoma and required medical intervention (surgical excision). The bleeding was coming from the avm residual nidus at the anterior aspect of left temporal lobe. The hematoma was not related to the onyx. It was procedure related. On (B)(6) 2014, the patient was reported to still be in the intensive care unit.